Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. A new lead was implanted with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Visual inspection showed that the insulation was bunched, and conductor coils were deformed approximately 90-260 millimeters (mm) from the terminal end. This is consistent with the lead being placed through a constricted area. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. A new lead was implanted with the same model. No additional adverse patient effects were reported.